Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported a tracking issue during ablation portion of a refractive procedure. The doctor started the laser treatment by pressing the central pedal and then laser pedal. The doctor then released the laser pedal to adjust the x-y-z axis and wanted to center the red dots to one. Treatment was not able to be continued. The only option was to turn off the eye tracker and then continue the treatment. There was no direct threat to the patient or patient's health. There are four related reports. This report addresses the patient three and other manufacturer reports will be filed for the remaining cases.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the field service engineer replaced the eyetracker and verified the system successfully according to company specifications. Sample was received for investigation. The reported problem could not be reproduced during testing. The camera works fine in tracking of the test eye and shows a sharp image also if the infrared illumination is dimmed. According to the service statement, the failure was intermittently and not reproducible all the time. No root cause could be determined which could has caused or contributed the reported problem. The most possible root cause is a tensioning by improper fastening of eyetracker deflector which could not be reproduced without the having the exact same settings led to the reported problem. The manufacturer internal reference number is: (B)(4).